Event description:
Due to the anatomy of the vessels, an aortouri-iliac configuration was planned. However the physician elected to attempt the cannulation of the contralateral limb but found the vessel inaccessible. The ipsilateral iliac leg graft, converter and occluder were deployed without any note of complications. Final angiogram noted bilateral renal arteries. A fem-fem bypass procedure was then performed. A few hours later, it was noted that the pt was not producing urine. A repeat angiogram viewed that the graft had migrated proximally and was occluding both renal arteries. Physician then attempted to perform the needed intervention to regain renal artery patency, but only one renal artery was stented. The pt is now able to produce urine, but is experiencing some ischemic paraplegia. Currently there is some movement in the pt's right leg.